Manufacturer narrative:
Reported event: an event regarding wear involving triathlon insert was reported. The event was confirmed by the provided photographs. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted triathlon insert. The device was worn out. Explantation damage was also observed. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted triathlon insert. The insert was worn out. Explantation damage was also observed. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and the return of the device are needed to fully investigate the event. If further information becomes available or the product is returned to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
It was reported that the patient's right knee was revised due to liner wear and joint laxity. A 7x13 ps insert was revised to a 7x16 insert. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to liner wear and joint laxity. A 7 x 13 ps insert was revised to a 7 x 16 insert. Rep provided explant pictures and confirmed that no further information will be released by the hospital or surgeon.